Event description:
Anchor wouldn't advance; surgeon removed it and noticed tip missing; reinserted same anchor into same site tapping harder. E-mail confirmed repair was rotator cuff on a relatively young patient for a cuff ((B)(6) male) and the surgeon indicated he had hard bone. Nothing was used to prep the insertion site, it is a self tapping titanium anchor. The surgeon tapped the anchor with a mallet back into the same hole back in the same hole that was created when he first tried to put it in.